Event description:
The patient's father reported that there was p-wave oversensing and that the patient received an inappropriate shock. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.